Event description:
It was reported that balloon rupture occurred. A 5.0mm x 40mm x 40cm sterling balloon catheter was advanced for dilation. However, on the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
(B)(6).